Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged the insulin pump was over delivering insulin. Customer stated that they experienced a low blood glucose of 3.9 mmol/l. Customer was treated with glucose tablets for low blood glucose event. Customer experienced symptoms such as weakness. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.